Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a blistering rash on his back under the therapy electrodes. The patient's physician suggested using over-the-counter products on the rash, but the patient reported that they had little effect on the rash. The patient also started to take benadryl and applied a lotion and cream to the rash. Follow-up indicated that the rash was improving.